Manufacturer narrative:
Follow up will be reported if device is returned for investigation.

Event description:
The customer's husband reported finding the customer moaning and un-responsive. Paramedics were called and the customer's glucose was reported to be taken on the adc meter and the paramedics' meter. The adc meter was reported to give a reading of 147 mg/dl compared to the paramedic's reading of 49 mg/dl. The customer was treated with glucose and the issue did resolve.